Event description:
It was reported that since 2012, this patient¿s pump had been difficult to refill ¿due to her underlying medical condition.¿ in (B)(6) 2015, or ¿6 months ago,¿ they had to give her oral valium to calm her prior to her refills. The patient also had an increase in weight gain, which made the refill more difficult. On the date of the report, the patient was scheduled for a refill and was given 15 mg valium prior to the refill. It was difficult to access the pump and they stuck the patient approximately 10 times, and finally were able to access the pump reservoir. The expected residual volume (erv) was 3ml, and the actual residual volume (arv) was 3 ml. During this refill the patient was kicking, screaming, biting, and the needle came out of the pump reservoir. The refill was cancelled at that point and they would refill at a later date. The patient was given oral baclofen. The patient would need a pump revision at some time due to weight gain, pump access, and the patient interaction during refills. The pump system was being used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2011, product type: catheter. Product ID: 8575, lot# n296222, implanted:(B)(6) 2011, product type: accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8575, lot# n296222, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information from the healthcare professional (hcp) reported that the pump could not be refilled due to the patient's increasingly agitated behavior and limited access due to pump location (being deep and movement in the pocket). The patient "balled up" into the fetal position and the pump was at a 45 degree angle. The old medication was "finally" removed from the pump but was not filled and was reprogrammed to the minimal rate. The hcp stated that in order to fill the pump it would need to be surgically repositioned. The patient was receiving therapy in the form of oral baclofen and recovered without permanent impairment. The patient was referred to a surgeon to discuss repositioning the pump.